Event description:
It was reported that the handpiece was found to have a loose stud mount. No patient involvement occurred.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.